Manufacturer narrative:
The concomitant products: lasso nav eco (d134301) with cable d134401; cs ez_steer (36g35qct) with cable cb3412ct; soundstar (sndstr10g) with cable cg2025ct; 2 preface (301805m); 1 heartspan transseptal needle (fnd01902); carto sn: (B)(4); pump sn: (B)(4). The manufacturer ref # (B)(4) are related to same event.

Event description:
It was reported that, 10 days after an atrial fibrillation (afib) procedure, the patient had to be hospitalized due to some chest pain. The patient got treated at the emergency room and transferred to the cardiology department. Two days after, the patient deceased. An atrial-esophageal fistula was confirmed by the autopsy. Upon request, additional information was provided stating that the x-ray computed tomography (CT) showed the presence of an atrio-esophageal fistula. After the x-ray CT, the chest pain became more intense and the patient deceased. Resuscitation was performed for about two hours with no success. The physician assessed the reported death event as possible procedure-related.